Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The jaws were observed to be misaligned when the jaws were closed. A mechanical evaluation was conducted. The jaws freely moved when manipulation of the blue toggle switch. The heater wire was observed to be intact, no visual defects were observed on the heater wire. The silicon insulation on both the hot and cold jaws were observed to be intact. Based on the returned condition of the device, the reported failure "mechanical issue" was confirmed. The c of c for both the hot and cold jaws was reviewed. The vendor certifies that there were no nonconformance recorded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro , they noticed that the jaws were no align. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that the jaws were no align. A replacement device was used to complete the procedure. The hospital did not report any patient effects.